Event description:
It was reported to covidien on 9/27/2008, that a customer had an issue with a dialysis catheter. The customer reports the patient noted liquid leaking at tube 0.5cm to titanium adapter. Catheter required replacement.

Manufacturer narrative:
Submit date: 12/2/2008. An investigation is currently underway. Upon completion, the results will be forwarded.